Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the after a generator change, the patient's implantable cardioverter defibrillator (ICD) had potential connection issues. The right ventricular (rv) lead was oversensing, had high pacing impedance, and high rate non-sustained episodes. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.